Event description:
Customer reported that the insulin pump alarmed failed battery test. Customer stated that the device ran out of insulin and the battery died at same time. Blood glucose value is 200 mg/dl. Customer stated that the contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer was advised to clean the battery cap contacts with a cotton swab and reinsert the battery and it alarmed failed battery test. Customer stated she will be giving manual injection to treat her blood glucose level. Nothing further reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected failed battery test alarm or low battery alarm was noted. The insulin pump was received with a cracked display window, cracked battery tube threads, a broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.